Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 86 mg/dl compared to a sensor scan result of 200 mg/dl. The results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear is 13 days. There was no report of death or permanent impairment associated with this event.